Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the info provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The mfg records for the lot were reviewed. The lot met specs and no non-conformances were documented. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant inratio inr result in comparison to the lab inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 1.2, lab inr: 2.30. The time between testing was unk. Reportedly, customer reported not being the one running tests and has limited info on technique and pt specifics. Therapeutic range is unk for the pt. There was no add'l info provided.